Event description:
It was reported to boston scientific corporation that in 2007, a patient (age, sex and weight unknown) received radio frequency therapy for hepatic cancer. A total of nine ablations, each lasting between seven and nineteen minutes were performed, with the highest power achieved at 190 watts. Upon successful completion of the ablation, the complainant noticed first to second degree burns at the grounding pads on the thighs. The burns were smaller than the grounding pad area; a couple of inches in diameter with redness and blistering. Topical treatment was administered to the site afterwards. The patient is currently listed in good condition following the procedure.

Manufacturer narrative:
This device has not yet been received by this manufacturer; consequently an evaluation has not yet been performed. Therefore, a failure analysis is not available, and it is not possible to determine the relationship between this device and the cause of the event. An evaluation of the returned device, a review of the device history record and a review of the product family complaint trend report are in progress; results will be provided in a follow-up medwatch report.